Event description:
It was reported that customer experienced continuous glucose monitor error during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions by technical support and planned to reset pump when ready and contact support again if problem continued.